Event description:
The facility's biomed reported a fail code 810:02. The biomed did not have not regarding wheather the failure occurred during patient use or biomed testing. Additional contact was indentified. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.